Event description:
It was reported that the user experienced hyperglycemia for several hours and discovered the ilet pump supply change had not been completed, resulting in paused insulin delivery, after which the agent guided the user to finish the supply change and insulin delivery resumed; an alert 352 was noted. Symptoms included hyperglycemia. Outcomes included no hospitalization and resolution after resumption of insulin delivery with user education and troubleshooting. Investigation included device-use troubleshooting and user education on completing supply changes. Investigation of this case revealed interrupted insulin delivery due to an incomplete supply change, with the device resuming expected function once the procedure was completed. It was concluded, based on previously established findings for similar reports, that the cause was user error related to incomplete supply change. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.